Manufacturer narrative:
The field service engineer (fse) inspected the instrument on site and performed a variety of diagnostic checks; however, the checks passed without error and no parts were replaced. A review of the architect i2000sr analyzer serial number sn (B)(4) service history was performed and found no contributing factors to the current complaint. There have been no further occurrences of discrepant b-hcg results generated using sn (B)(4) after the current complaint was received. The complaint search did not identify any trends related to the current complaint. Trending review of the alinity I/architect ia revealed no systemic issues or adverse trends associated with the discrepant results described in this complaint. The architect system operations manual addresses operational precautions and limitations and provides probable causes and corrective actions for the troubleshooting of depressed concentration and erratic results. The architect b-hcg package insert adequately address acceptable samples and sample handling to ensure consistency in the results. Based on the investigation no systemic issue or deficiency of architect i2000sr analyzer serial number (B)(4) was identified.

Event description:
The customer reported false negative architect total b-hcg results generated on the architect i2000sr analyzer sn (B)(4) for a patient who had a positive urine pregnancy test. The customer uses a reference range of 0.0 to 4.9 iu/l = negative. The following results were provided: sid: (B)(6) generated an initial result of 2.8 iu/l (negative), repeated <15,000 iu/l, and repeated on sn (B)(4) with a result of 34,482 iu/l (positive). No impact to patient management was reported.